Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use. The event occured 2-3 times a week since (B)(6) 2024. The infusion set was used for 1-2 days. Also, the area of insertion cleaned and air-dried. The blood glucose level of the patient was 120 mg/dl also, skin tac aides used at the area of insertion no further information was available.

Manufacturer narrative:
Initial and final MDR 1876117-device 14 of 20